Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported the patient experienced discomfort at the ipg site. As result, the ipg pocket was relocated on (B)(6) 2021 resolving the issue.